Manufacturer narrative:
Per the perfusionist (ccp), after powering down the pump and restarting, the display returned to normal and seemed to be operating normally. The ccp changed out the pump with the one from another console.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump display started to flicker and then blanked out. The pump did not lose power but simply stopped pumping. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delay, no blood loss, or no adverse consequences to the pt.